Event description:
It was reported that the IV tubing was in use for (2) two days, infusing 100ml/hr of normal saline when the rn noticed a hole in the product causing it to leak. It was confirmed that there was no patient harm.as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: w9f05a1, exp: dec20, 0.9% sodium chloride injection. The customer¿s report that there was a hole in the product was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed that the primary set had a tear on the tubing above the distal smartsite. No other damages or anomalies were observed during initial visual inspection. Functional testing was performed to confirm the hole was the source of the leak and that no other holes existed. The set leaked from the initially discovered tear . Pressure testing was also performed and the initial tear was revealed again; however, no other tears were observed. The source of the leak is due to a small tear in the tubing above the distal smartsite. The root cause of the tear is unknown.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the IV tubing was in use for 2 days, infusing 100ml/hr of normal saline when nurse suddenly noticed a hole in the product causing it to leak. There was no harm.